Event description:
It was reported that, during the first week of recovery following a BHR to THR conversion performed on (b)(6) 2018, the patient experienced persistent pain in the anterior groin. It is particularly painful when lifting the right leg, when he goes from sitting to standing, and getting into or out of cars. The pain is described as burning sharp sensation, and the patient reported weakness and limited movement. The patient received a fluoroscopy guided injection in the iliopsoas bursa on (b)(6) 2025, but he states that it really did not help at all. A recent MRI on (b)(6) 2026 revealed mild capsulitis, capsular fluid prolapsing into the iliopsoas bursa, and mild thickened synovium. The adverse event had not been resolved. A revision surgery has been scheduled for ON (b)(6) 2026.

Manufacturer narrative:
Internal Complaint Reference: (b)(4).This complaint was opened by Smith+Nephew to document a patient complication reported that includes reference to the use of a Smith+Nephew product without evidence about a specific product problem.The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.Smith+Nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture.Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations.If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.